Manufacturer narrative:
The reported event of spontaneously released was confirmed. As received, a complete catheter was returned. Visual and x-ray examination found the tethers to be broken near the bullets. The broken ends were not returned with the catheter. Further analysis found both wires were broken due to tensile overload.

Event description:
Related manufacturer reference number: 2017865-2023-18627. It was reported the patient presented for a leadless pacemaker implant. During the procedure it was observed the leadless pacemaker lost telemetry when test functions were initiated, or programming was attempted. After an hour of troubleshooting and no successful connection, it was observed the leadless pacemaker spontaneously released from the delivery catheter but remained attached to the tissue. The leadless device remained implanted, and a conventional pacemaker was also implanted without issue. There were no adverse consequences to the patient.